Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2014 under general anesthesia. According to the complainant, seven minutes into the ablation phase, a fluid loss alarm occurred. The case was paused. The physician felt the cervix and sensed the presence of warm saline. It was noticed that the sheath was no longer in the patient's cervical canal. The patient sustained burn on the perineum and in between the buttocks. The burn was not classified by the treating clinician but the skin was described as ¿sloughing¿. The affected area was washed with cold saline and was treated with silvadene and lidocaine cream. The procedure was not completed due to this event and the patient's condition at the conclusion of the procedure was reported to be "fine". An additional attempt has been made to obtain follow up event details with no response from the clinician.